Event description:
The account alleged the head down does not work. No injury reported.

Manufacturer narrative:
The account isolated the siderail and lockout box. Tech support asked the account to switch the head and knee motor connections to isolate the issue. The account believes the head drive is the issue. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.